Event description:
The reporter indicated that a patient is experiencing high vault after implantable collamer lens implantation into the right eye (od).

Manufacturer narrative:
Claim#: (B)(4).

Manufacturer narrative:
B5: the lens was replaced on (B)(6) 2023 with a shorter length lens and problem was resolved. Reportedly "the vaulting will be measured at the monthly checkup at february. All fine. Patient is happy". Claim# (B)(4).

Manufacturer narrative:
Claim# (B)(4).